Event description:
It was reported that ten (10) em2400 valve sets were leaking and that the parenteral nutrition bags were coming out cloudy. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 11, 2021 - november 16, 2021. H10: the actual devices were not available; however, a companion sample was received for evaluation. Unaided eye visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed which revealed a leak from port 2. The reported condition was verified. The cause of the condition was determined to be a supplier issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.